Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.